Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for the device change, low baseline noise oversensing was observed on the rv lead during deep inspirations. Pacing inhibition was noted. The patient was not symptomatic. The lead was capped and replaced on (B)(6) 2019. The patient was stable.